Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via (B)(6) that they experienced diabetic ketoacidosis. The customer did not mention any symptom related to diabetic ketoacidosis. They treated themselves with pens. The insulin pump will not be returned for analysis.